Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the system is not implantable device. Section d6b: if explanted, give date: not applicable, as the system is not implantable device. Section h3: our field service engineer (fse) was onsite to evaluate the system. Fse was not able to reproduce the error. System was performing to specification. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported fluidics mode error 131 on their veritas console during a procedure. No further information was provided.